Manufacturer narrative:
The customer stated that the haemonetics product was not deficient and that user error contributed to the event. The pcs®2 plasma collection system functioned as designed during the plasmapheresis procedure. No evaluation was completed on the device.

Event description:
On (B)(6) 2015 a haemonetics technical account manager was given information about an event that occurred during a plasmapheresis utilizing the pcs®2 plasma collection system. The user inadvertently connected two bags of anticoagulant (ac) solution to the procedure set-up instead of one bag of anticoagulant solution and one bag of saline. The anticoagulant that was connected correctly at the ac spike was a haemonetics solution. The other bag of anticoagulant that was incorrectly connected to the saline spike was from an unknown manufacturer. This user error resulted in the donor receiving a bolus of ac solution which resulted in a reaction. It is unknown what type of reaction or if treatment was necessary as no additional information is forthcoming.